Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection of the device was performed and multiple hypotube kinks were noted. No kinks or damages were observed with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 2mm v-shaped balloon tear just proximal of the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jun2025. It was reported that the balloon was kinked and could not reach the lesion. A 10mm x 2.00mm wolverine balloon catheter was kinked and could not reach the lesion. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a 2mm v-shaped balloon tear just proximal of the distal markerband.